Event description:
The customer stated that blood was backing up in the line. During in-house eval, the sampling site was found cracked and leaking. No pt injury or treatment was associated with this event.